Event description:
During the application procedure, one of the screws broke during final torquing. The md felt the screw broke, because the rod was not long enough. The rod was only partially in the tulip head screw. Md replaced the screw. Pt is progressing normally.